Event description:
On 09/25/2024 it was reported by a sales representative via (B)(4) that an ar-6411 reduce pump tubing broke during use. This was discovered during the case with no patient harm. When surgeon used shaver, the pump activated shaver boost and was running 1200 ml/min. Nurse replaced pump tubing and issue was resolved.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to an issue with the mating tubing devices like from disconnecting and reconnecting the tubing. The dfu for the concomitant tubing warns the following: warning: do not disconnect and reconnect the same tubing set under any circumstances. Once disconnected from the pump, the tubing set must be discarded and a new tubing set installed. Failure to do so may result in pump failure and patient injury. Failure to follow these instructions may pose a danger to the patient. Do not use the unit if the rollers turn continuously after the tubing has been clamped.